Event description:
Surgeon got a small burn on his right hand from using a hook cautery instrument with an electrosurgical unit (esu) cord that fractured. The burn was about 3mm in diameter at the base of his right thumb.